Event description:
It was reported that a patient presented for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed over-sensing of noise, resulting in inappropriate shock. The rv lead was explanted and replaced on 17 feb 2023. The patient was stable throughout.

Event description:
It was reported that a patient presented for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed over-sensing of noise, resulting in inappropriate shock. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
Correction: b5: description should reflect that the lead was capped, not explanted.